Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event was reported as a couple of days after implant (implant" (B)(6) 2017).

Event description:
Information was received from the consumer regarding a patient with implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient had to go in a couple of days after implant of the ins ((B)(6) 2017) because they had discomfort in their ¿cheek¿. The doctor thought that maybe the patient was getting an infection so they were given antibiotics and ¿don¿t have it". The patient stated that they were uncomfortable from the ¿stimulation or pain¿ which was clarified to mean it was not due to the ins. The patient reported it wasn¿t "stimulation, and it wasn¿t pain, I think it was a uti".